Manufacturer narrative:
(B) (4). (B) (4). The sample was requested to be returned for investigation, it has not been received. A follow up report will be submitted if further info is obtained. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
The customer reported that a smartsite valve broke off from a connection to a triple lumen central line. No pt harm reported. No additional info was available.